Event description:
It was reported the patient's "heart beats very poor" and patient is feeling very weak. Follow up with physician's office disclosed patient was seen in emergency room for dizziness, but patient has not followed up with cardiologist. Patient has also been hospitalized recently. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.